Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a non-heavily-calcified lesion in the non-heavily tortuous mid left anterior descending (lad) coronary artery. A 3.0x33mm rx xience xpedition stent delivery system (sds) was unpackaged with the protective sheath removed without difficulty and the device was prepped per standard procedure. The sds was then advanced to the lesion without difficulty. During inflation attempt, it was noted that the balloon did not expand at all and some small possible air bubbles and contrast were observed to be coming from a possible tear in the balloon. Reportedly, the bubbles and contrast caused some slow flow (ischemia) in the distal lad and some minor st depressions; the st depressions were confirmed to be transient electrocardiogram changes. The sds with undeployed stent was withdrawn without difficulty. Upon withdrawal, the slow flow and st depressions self-resolved. Another 3.0x33 rx xience xpedition stent was deployed without device or patient issues. The patient is reportedly doing well. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported inflation issue and the reported material rupture (pinhole) were able to be confirmed. There was also a tear in the guidewire exit notch, 6mm in length. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no report of any leak noted to the stent delivery systems (sds) during preparation prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, however patient effect(s) of ischemia and air distal emboli are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use(IFU) as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.